Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) tip broke, (heater wire detached) but it partially stayed on device and was removed intact. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) tip broke, but it partially stayed on device and was removed intact. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) tip broke, but it partially stayed on device and was removed intact. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 02/19/2020. An investigation was conducted on 03/10/2020. A visual inspection was conducted. The harvesting device was returned as well as the cannula. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The clear silicone was observed to be intact, no visual defects were observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip. The flexible shaft of the harvesting device was observed to be bent proximal to the base of the jaws. The black shaft covering was observed to be peeled back, exposing the inner portion of the shaft. No detachment of the black shaft was observed. No other visual defects were observed on the harvesting device. No visual defects were observed on the cannula. Based on the returned condition of the device, the reported failure "peeled" was not confirmed but was confirmed for the analyzed failures ¿material twisted/bent shaft", ¿peeled shrink tube" as well as "material twisted/bent wire". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.